Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos of the customer sample shows evidence of a cracked tube by which blood leakage could occur. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6040919. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® glass serum tube leaked blood from a crack during use. No injury or medical intervention.